Event description:
The pt was admitted for a procedure in 2008 with a lesion in the mid left anterior descending branch. When the physician removed the 3.0 x 18mm cypher select plus stent from the package, it was noted that the stent had dislodged from the delivery system, before inserting the product. The physician used another cypher select plus stent to complete the procedure.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.